Manufacturer narrative:
Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The service technician performed several post test's during bench testing, and the ventilator passed all testing's performed, however, inconsistency did occur during power up. The ventilator passed 333 hours of extended tests at the customer's settings without any unusual alarm or error conditions. The ventilator passed the initial final test, and the initial alarm volume test with no restriction. The ventilator was opened up and inspected, there were no anomalies found. Vyaire replaced the main board and led display as a precaution. The ventilator was then processed through service and performed complete calibration checkout to meet all factory specifications.

Event description:
It was reported to vyaire medical that the display was inconsistent while in use on a patient. The ventilator's display started blinking on and off, and the controls were changing. The ventilator was removed from the patient, and the patient was manually resuscitated. There was no harm associated with this reported event.